Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product ek169su, disp.dilating trocar pin 12/110mm. The tip of trocar was broken in the process of inserting the trocar into the abdomen. Found falling into the field, found all the pieces. There was no patient harm. Additional information was not available. (B)(4). Associated medwatch-reports: 9610612-2020-00238 ((B)(4), ek136su).

Manufacturer narrative:
Investigation results: the device is not available for investigation. A picture of the product involved was provided by the sales organization. According to this picture, the distal end of the disposable trocar ek136su is fractured. Based on the information available, a final root cause could not be determined. There might be a combination of a multiple factors error that leads to the fracture. Based on a very low probability of occurrence the current failure rate lies within the accepted failure rate which is defined in the product risk analysis. Due to similar complaints, additional investigations have been performed. Further measures to improve the product are defined and are still being processed.

Event description:
Associated medwatch-reports: 9610612-2020-00238 (400474919, ek136su).